Event description:
Patient in stryker spirit select hospital bed. Nursing assistant with patient and lowered the bed to the lowest position and a ¿pop¿ was heard. Smoke appeared from beneath the bed on both sides of the bed. No flames identified. Bed plugs were removed from the wall outlet. Patient immediately evacuated into the hallway. Bed taken out of service and provided to clinical engineering/ biomed department. No patient harm.